Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that it is unknown if the retroverted acetabular component led to accelerated wear and the osteolysis and black metallosis noted intraoperatively. Without immediate post-op and pre-revision imaging the initial position of the acetabular component cannot be confirmed. The patient impact beyond the reported revision could not be determined. A review of the instructions for use documents for total hip systems revealed in the adverse events in primary and revision surgery section that although rare, metal sensitivity reactions and/or allergic reactions to foreign materials have been reported in patients following joint replacement, which have required device removal. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include irregular implant interaction, wear, abnormal motion over time or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, after undergoing right mom r3-tha on (B)(6) 2009 due to degenerative arthritis, the patient suffered severe metallosis with severe osteolysis with periacetabular soft tissue destruction. Dissolution of greater trochanter, abductor tissue destruction and bilateral gluteal fat atrophy was observed. These complications were treated by performing a revision surgery on (B)(6) 2023, during which a combined tha system (zimmer/biomet & smith+nephew) was placed. The patient was transferred to the pacu in stable condition.